Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted a crack at the bottom of the mixing syringe barrel. Additionally, twelve retention samples were visually inspected with no issues noted. The reported condition was verified due to the condition of the returned sample. The cause is a supplier issue related to the product as received from the vendor. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the syringe of a floseal device was cracked when trying to connect in the operating room. There was no patient injury or medical intervention associated with this event. No additional information is available.